Event description:
During a polypectomy, the snare was placed around the top of a large polyp. As the device was cutting through, the user reported that no current was being administered through the device. Another electrosurgical unit was brought in, but reportedly, the device still did not conduct current. A small amount of bleeding was reported at the site of contact. The snare became embedded in the polyp. After trying to loosen the snare from the polyp with biopsy forceps, the endoscope was removed, leaving the device in place. The endoscope was reinserted and the tissue around the snare was argon beamed until the snare became free. A second snare was used to remove the freed snare and polyp. The patient was admitted to the hospital and experienced lower abdominal pain and a temperature. No pt injury was reported.